Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 11:50 am, the patient experienced symptoms of blurred vision and weakness, followed by a collapse and loss of consciousness. At the time of symptom onset, the estimated glucose value (egv) ranged between 116¿118 mg/dl. Despite attempting self-treatment, the symptoms did not align with the egv readings. The patient collapsed while the egv was 122 mg/dl. Emergency services were contacted by the patient¿s daughter, and ems arrived around 12:30 pm. Upon arrival, ems recorded a blood glucose (bg) level of 77 mg/dl, while the egv had risen to 124 mg/dl following the patient¿s self-treatment. The patient was transported to the emergency room (ER), where the cgm reading was approximately 125 mg/dl and the bg meter reading was 100 mg/dl. As a result of the fall, the patient sustained a sprained ankle and a head injury, leading to significant pain. Morphine was administered for pain management. The duration of the ER stay was not specified. Upon discharge, the patient was advised to take tylenol and motrin as needed for inflammation and pain relief. At the time of reporting, the patient was described as ¿stable¿ but continued to experience pain in the head and foot. She was using a brace and crutches due to the injuries sustained during the fall. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm ranged between 116 to 122 mgdl. The reported glucose values fall within the a and b zone of the parkes error grid when checked in the ER. The data investigation found a difference in values that falls within the a zone of the parkes error grid for on (B)(6) 2025. No additional patient or event information is available.